Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to the pump's basal rate, carbohydrate ratio, and correction factor needing adjustment. Customer declined to provide any further information or perform troubleshooting.